Manufacturer narrative:
The field service engineer (fse) observed fluid was leaking below the white blood cell (wbc) chamber, causing the tubing under the wbc chamber to come off the y-fitting. The fse replaced the affected tubing and validated system performance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately ten milliliters of blue fluid leaked during shutdown cycle involving the coulter act diff 2 analyzer. The customer was advised to wear proper personal protective equipment (ppe) prior to troubleshooting and wore gloves. The customer discovered tubing underneath the white blood cell (wbc) bath had come loose for the second time. The customer was advised to cut the end of the tubing and refit it to the y-fitting. Patient results were not impacted, and there was no patient consequence associated with this event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.